Manufacturer narrative:
The device was subjected to visual inspection, priming attempts, flow testing, and valve testing. The evaluation determined that the issue was due to a blockage in the flow path. Based on the results of the investigation, the reported event was confirmed. (B)(4).

Manufacturer narrative:
The device was subjected to visual inspection, priming attempts, flow testing, and valve testing. The evaluation determined that the issue was due to a loss of power. Based on the results of the investigation, the reported event was confirmed. (B)(4).

Manufacturer narrative:
The device is being investigated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. Internal complaint number: (B)(4).

Event description:
It was reported that the pump was unable to prime during the pre-implantation procedure and the programmer was only able to communicate with the pump at a certain angle. A new pump was opened and used to complete the implantation. It was noted that all pump communication was conducted on a metal table. There were no reported patient effects and the first pump was returned for evaluation.